Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. It was noted that the set screw was in the connector bore. Lead/medt: we also received performance data collected from the device and have analyzed the data. Oversensing was noted with five lead predictor failure high rate-non-sustained less than or equal to 212 ms average ventricular-cycle on (B)(4) 2012.

Event description:
It was reported that "the screw for ventricular lead pin at the header, has not responding." The device was explanted and replaced and the status of the lead remains unknown at this time. There were no reported patient complications as a result of this event.